Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked battery compartment/damaged belt clip rails). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on battery tube and cracked battery tube threads was noted. Customer allegation for cosmetic damage (damaged belt clip rails) was not confirmed during visual inspection, however, other cosmetic damage was noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from top right from to down side, crack from top side and going toward the back and on clip rail had stuck clip part in. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.